Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer's insulin pump alarmed that a software error was detected. The customer¿s blood glucose level was 30 mg/dl at the time of the incident. The caller stated that the customer had low blood glucose readings twice during the night without any boluses being given. Troubleshooting was not completed. The caller will monitor the pump and call back. The insulin pump will not be returned for analysis.